Manufacturer narrative:
Per the clinic, the patient experienced an infection and the device was explanted on (B)(6) 2021. The patient was re-implanted with a new device during the same surgery. This report is submitted on april 2, 2021.

Manufacturer narrative:
This report is submitted on may 3, 2021.

Manufacturer narrative:
This report is submitted on 17 february 2021.

Event description:
Per the clinic, the patient experienced extrusion of the device and subsequently underwent skin revision surgery (date not reported). The implanted device remains.